Manufacturer narrative:
(B)(4) date sent: 10/27/2020 investigation summary the analysis results showed that one ecr60b reload was returned unfired with the cartridge pan partially dislodged from right proximal side. No functional test was performed due the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached on what may have caused the reload pan to dislodge. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch#: unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the cartridge pan was bent, so the cartridge could not be loaded into a jaw. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.